Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of samples were underfilled.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The photo displays a shelf pack of tubes with variable data on the shelf pack label, however, it does not depict the customer¿s reported failure mode of underfill. The 100 retained samples were visually inspected, revealing that the hemogard closure assembly was correctly assembled and placed on the tubes. A functional test was conducted on 10 retained samples, and all tubes met the specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of samples were underfilled.